Event description:
The customer reported to olympus, the gastrointestinal videoscope had e305 error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover and connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the bending section cover and connection tube had foreign objects. The device evaluation also found the following: the water tightness was lost due to damage on scope cylinder. The air/water cylinder had no color. The scope cylinder had no color. The control unit had a crack. The plug unit had corrosion due to water leakage. The scope connector case had corrosion due to water leakage. The circuit board unit in the scope connector has corrosion due to water leakage. E315 (unsupported scope) occurred due to corrosion on the plug unit. Water tightness was lost due to damage on jet tube. The distal end cover had a scratch. The objective lens had stain. The light guide had stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing, the device did not meet the standard specifications. The adhesion/clogging of the material on the glue at a-rubber and insertion section was confirmed, and. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from suction cylinder and auxiliary water channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.